Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to reset the pump, and after the reset, the error did not reoccur, allowing the customer to successfully start their sensor session.